Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument tip was deformed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator. The broken piece measures approximately 16.51mm x 4.58mm, confirming that a fragment detached from the instrument and missing pieces cannot be confirmed as returned. The grip base for the grip with the cracked molded insulator does not appear to be bent. The probable root cause is attributed to inadvertent instrument damage including mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.